Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported approximately 5mm of the tip of the needle broke off inside the patient's shoulder. It was unable to be found and it was not retrieved.